Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After the expected therapy time was completed, it was observed that the device only had infused approximately (B)(4). Of the medication dose. The device was filled with flucloxacillin 8g in 230ml sodium chloride(B)(4). . This was observed after use of the device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Initial reporter address: (B)(4). Device manufacture date - lot 22b006 was manufactured february 3-4, 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification. Based on the functional flow test result, the folfusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.